Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging kidney disease/toxicity, lung disease, pancreatic and liver cancer, and death. There was no report of medical intervention. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. The dreamstation auto bipap was returned to the manufacturer for investigation. The device was applied power and verified airflow. The secondary findings of this investigation were, modem door panel and sd card door panel were missing. There was a crack in the top enclosure by the ambient light sensor hole. Dc jack of the p4 harness had potential rust and corrosion on it and on the outside of it. Dust-like contamination and hairs/fibers at the air outlet port and at the air inlet. Unknown fine light gray dust on the inside of the enclosure. Bluetooth antenna trace had discoloration and potential corrosion on it. Dust-like contamination on the top of the blower motor. Bottom enclosure had dust-like contamination and hairs/fibers in it. Blower motor had potential mineral deposit spots on it, indicating potential water ingress. Black contamination, consistent with keratin, at the air outlet of the blower box. Dust-like contamination and hairs/fibers inside the blower box. Blower box had potential mineral deposit stains, indicating potential water ingress. Evidence of sound abatement foam degradation/breakdown was observed in the base unit. The manufacturer confirmed that there was presence of degraded sound abatement foam using a fitt and the associated procedure. The investigation confirmed the presence of multiple contaminants that were not consistent with degraded sound abatement foam in the secondary findings and were most likely from an external source. The manufacturer was unable to directly address the symptoms outlined in the complaint. In this report, box d, h has been updated/corrected.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging kidney disease/toxicity, lung disease, pancreatic and liver cancer, and death. There was no report of medical intervention. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed.